Manufacturer narrative:
Other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 4351-35 lot# serial# (B)(4). Implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a lead erosion. It was noted that the lead was partially explanted and the ins remains in service. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to have been resolved at the time of the report. The patient was reported to be alive with no injury. There were no further complication reported or anticipated.